Manufacturer narrative:
The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Although a definitive root cause cannot be determined, clinical status, comorbidities, pharmacological factors and clinical and patient factors including those reported (nicm ef 18%, aicd, kawasaki disease, obstructed sleep apnea on CPAP, smoking, drinking, cocaine) are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the etiology heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. Vasoplegic syndrome, persistent hypotension and low systemic vascular resistance unresponsive to fluid resuscitation and vasopressor administration, is known to be associated with cardiac pulmonary bypass and severe sepsis. The IFU addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was admitted on (B)(6) in biventricular heart failure and was inotrope dependent and an intra-aortic balloon pump (iabp) was placed on (B)(6). The iabp was then removed for placement of a right axillary cardiac assist device on (B)(6). Patient developed leukocytosis and fever and was placed on dual antibiotic therapy pre-operative. Patient was then implanted via thoracotomy with an lvad and post-operatively patient developed hypotension and vasoplegic with cardiogenic shock and multisystem organ failure. Patient was then said to have expired on (B)(6) 2016. No further information was given.